Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result occurred while using the vitros 5600 analyzer. The investigation confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although, this could not be confirmed. A definitive root cause of this event could not be determined, however, pre-analytical sample processing cannot be ruled out. There was no evidence found to suggest that an analyzer or reagent malfunction had contributed to the event.

Event description:
A customer obtained a non-reproducible falsely elevated vitros trop I es result on a single patient sample while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).